Event description:
Procedure pericardiocentesis. During inflation of the balloon, a transverse rupture occurred. When the balloon was removed, the distal aspect remained within the pericardium. Attempts at retrieval were made using snares and forceps device, without success, surgical consult obtained for completion of the pericardial window procedure and retrieval of the balloon fragment which remained on a 0.38 wire. Fragment removed surgically without harm to pt 10/20/94.